Manufacturer narrative:
Product was received by zimmer biomet for investigation. Based on device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. The g7 inserter¿s handle and threads had fractured as stated in the complaint. The inserter¿s screw hole shows significant signs of wear and tear from use which would prevent the attachment of the slap hammer. The handle of the inserter most likely fractured due to repeated mallet blows to the side of the handle body in attempts to remove, which the handle was not designed to withstand. These repeated blows to the side of the inserter handle most likely caused the fracture of the distal threads as well. Inspection of the instrument prior to the procedure most likely would have prevented this failure. This issue was addressed on (B)(4). Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to this issue was previously addressed on (B)(4). Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the hip procedure, the surgeon used a mallet to impact the handle on the strike plate; during this operation the threads of the screw hole got deformed so it was impossible to screw in the slap hammer. To remove the handle the surgeon has used the mallet and in doing so the handle fractured. Even the threads at the distal tip are broken. No pieces fell into the patient.